Event description:
In conjunction with controller recall, exchange of heartware hvad controller ref# 1420 was attempted in the outpatient setting. Cable "female" portal with half c configuration on the right hand side could not be connected by matching the small red dot with the male end of the cable's red dot. The red dots did not align. Pt was disconnected from support to make this exchange and had to be reconnected to the original controller while a new controller was obtained. The new controller was able to be connected without difficulty. No permanent harm to pt occurred. Dates of use: (B)(6) 2018. Diagnosis or reason for use: ongoing ventricular assist device with controller recall.